Event description:
It was reported that pump screen appeared black with speckled white spots. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up contact, so no troubleshooting was completed and no additional information was obtained regarding the outcome of the event.